Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarms and external ram error alarms. The customer's blood glucose was over 200mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery change and resets time/date to factory default due to voltage leak at interface board. The insulin pump was received with all operating currents within specification and passed rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No alarm during testing noted. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.